Manufacturer narrative:
Insulin pump passed displacement test, self test, sleep current measurement, active current measurement and self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Pump error motor arm cannot communicate with the main arm. Followed by a pump error hardware low level failure (variable 12) was present in the pump trace download, problem isolated to electronic board stack. Pump error software error detected was present in the pump trace download due to software error. No unexpected low battery alerts or failed battery test alarms noted during testing.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm and battery failed alarm. The customer¿s blood glucose level was unknown. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer does not want to troubleshooting the low battery or battery failed as the pump was being replaced. The troubleshooting was performed for multiple pump error alarm. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.